Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The svc rep checked the workstation connectors and the power supply. The system was tested and found to be working as intended and put back in svc.